Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Adverse event(s): "no impact reported" (no consequences or impact to patient). Product problem(s): "finding lint in their packs." (Foreign material present in device). The customer reported is finding lint in their packs. We think the lint is coming from the gowns. No patient impact was reported. Additional information was requested.